Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician was slitting the catheter, the catheter detached about one to two inches from the proximal end. The physician had to use two hemostats to clamp onto the catheter to use as a handle. The catheter was then slit and removed. No patient complications have been reported as a result of this event.